Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that during a trial procedure on (B)(6) 2025, the patient experienced respiratory issues and oxygen levels dropped after lead placement. As a result, patient was intubated and the trial lead was explanted to address the issue. The patient was stable and was extubated.